Event description:
It was reported that there were concerns of premature battery depletion for this subcutaneous implantable cardioverter defibrillator. The device displayed a battery depletion code. A request was made to have data from this device analyzed. Technical services reviewed the device data and recommended device replacement, while providing a safe replacement window. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion for this subcutaneous implantable cardioverter defibrillator. The device displayed a battery depletion code. A request was made to have data from this device analyzed. Technical services reviewed the device data and recommended device replacement, while providing a safe replacement window. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported.